Manufacturer narrative:
MFR of the bone cement utilized is unk. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. This device is used for treatment. No devices or photos were rec'd; therefore the condition of the components is unk. The device history records could not be reviewed as the part and lot numbers are unk.

Event description:
It is reported that patient is alleging knee implant failure and allergic reaction to bone cement.